Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 734 mg/dl. Customer had symptom of high blood glucose; customer was vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble or site or insulin issues. Customer checked setting and programming's were correct. Customer did not have tubing clamp in order to perform high pressure test. Insulin pump would be replaced per healthcare professional's request.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump programmed with bolus deliveries with the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.